Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. A dialyzer from the reported lot was returned for evaluation. During gross visual examination, a delamination was observed to be extending from approximately 320° to 45° with the ports at 0° on the cavity ID end. Further visual examination did not identify any other damage or irregularities on the returned sample. During the lot history review it was noted that there are no other complaints reported against the lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were two approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Event description:
A user facility clinic manager (cm) reported a major dialyzer blood leak occurred at the start of a patient's hemodialysis (hd) treatment. Upon follow-up, the registered nurse (rn) confirmed an internal dialyzer blood leak occurred within the first minute of the patient's hemodialysis treatment. The machine alarmed appropriately with a blood leak alert. A fresenius 2008t hemodialysis machine and fresenius bloodlines were being utilized for the treatment. Blood test strips were not used as the blood was visibly noted in the dialyzer and drain line. No damage was identified on the dialyzer prior to use. The patient's blood was partially returned from the arterial side of the dialyzer. Immediately following the event, the patient was able to complete treatment after re-setting up new supplies on a different machine. The estimated blood loss was 200 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer sample was available to be returned for manufacturer evaluation.

Event description:
A user facility clinic manager (cm) reported a major dialyzer blood leak occurred at the start of treatment. The estimated blood loss was unknown. The sample was available to be returned for evaluation. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported a major dialyzer blood leak occurred at the start of a patient's hemodialysis (hd) treatment. Upon follow-up, the registered nurse (rn) confirmed an internal dialyzer blood leak occurred within the first minute of the patient's hemodialysis treatment. The machine alarmed appropriately with a blood leak alert. A fresenius 2008t hemodialysis machine and fresenius bloodlines were being utilized for the treatment. Blood test strips were not used as the blood was visibly noted in the dialyzer and drain line. No damage was identified on the dialyzer prior to use. The patient's blood was partially returned from the arterial side of the dialyzer. Immediately following the event, the patient was able to complete treatment after re-setting up new supplies on a different machine. The estimated blood loss was 200 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer sample was available to be returned for manufacturer evaluation.